Event description:
It was reported that the right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 3000 ohms triggering a lead safety switch (lss) to unipolar on this implantable pacemaker. A further assessment of the atrial lead in-clinic was recommended. Received additional information the ra lead exhibited another high out of range pacing impedance measurement. The presenting electrogram (egm) shows a loss of capture (loc), atrial tachy response (atr) episodes showing farfield r-wave oversensing (ffos), and atrial lead noise. The most recent in-office threshold measurement was 3.4v (volts) at 0.4ms (milliseconds) with output programmed to 2.0v at 0.4ms. Further review was recommended. At this time, the lead and device remain in service. No adverse patient effects were reported.